Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/29/2019. The manufacturer's field service engineer (fse) was dispatched to the site and could not duplicate the customer's complaint. Fse found error code message of data acquisition (da) pcba adc reference failed via the diagnostic log (drpt). The fse replaced the data acquisition (da) pcba to motor controller (mc) pcba cable to resolve the reported issue. Unit was returned to customer. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported that the unit has a blank screen. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.